Event description:
It was reported that during an laparoscopic assisted supracervical hysterectomy procedure, strong smoke was noticed from the beginning of the surgery. After a short time, the tissue pad was loose. No further information is available. Another same like device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.